Event description:
It was reported that an angio-seal sts device was deployed following an interventional cardiac catheterization and hemostasis was achieved immediately. Upon reviewing the femoral angiogram, it was noted that the arterial puncture appeared close to the medial wall and adjacent to the top of the femoral head. Oozing was noted at the groin site, requiring a dresssing change. At this time the pt's pulse dropped to 40 bpm, and bp 70/palpable. Pt was treated with rapid infusion of IV fluids, atropine 1 mg ivp and a dopamine drip at 3mcg/kg/min. Manual compression was applied for 20 minutes and hemostasis was re-estabished. The pt's hemoglobin had dropped 2.5 grams the day of the procedure. A CT scan performed the next day revealed a retroperitoneal bleed of approximately 500 cc.